Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500 a. Eval summary: as no x-rays were provided, the anatomic positioning and condition of the implants at the time the experience occurred are unk. It is unk if the stem has been explanted. The operative report indicated that there may have been a resultant leg length discrepancy resulting from the choice and placement of the components. It is possible that the resultant leg length discrepancy may have contributed to the experience of post op pain; however given the info provided, a definitive cause for the experience reported cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt is presenting with pain.